Manufacturer narrative:
The device was sent to an external laboratory for analysis.

Event description:
Mobi-c p and f us revision cause of bony formation in posterior canal. Patient had never relief from original symptoms.

Manufacturer narrative:
Product was not received by manufacturer. No examination could be performed. As reported : original 1-level surgery to implant mobi-c was conducted 6 month prior at c6/7. Revision surgery to remove prosthesis performed on (B)(6) 2017 due to patient never had relief from original symptom. The first implant was replaced by fusion. It was reported that bone formation in posterior canal update were received about: implant ref and lot number which allowed to check traceability and device history record of the alleged device. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation found no evidence to indicate a product issue. As reported event is related to persistence of previous symptoms and it's not device related.

Event description:
Mobi-c p&f us : revision.